Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, and an unexpected suspend [low sensor glucose]. The customer reported no adverse event. The event involved product(s) mmt-7040a. The customer is reporting a discrepancy between sensor glucose and blood glucose which was not within range. Insulin delivery has been suspended due to a glucose difference between sensor glucose and blood glucose. The sensor glucose value of 131 mg/dl triggered the suspension, while the low limit in sensor settings was 90 mg/dl. The blood glucose value associated with the triggered suspend event was 71 mg/dl, which exceeded the target glucose difference. The explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. Mmt-7040a was requested and the customer response was the device will be returned.